Event description:
The report indicated one hr into the case there was a small amount of air in the pump head tubing. The pump was quickly stopped and the tubing was replaced within 90 secs. The pt was not compromised as they changed out the tubing.